Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient also felt sick and experienced confusion, headache and altered vision. The patient was later hospitalized and subsequently shifted to intensive care unit (ICU). The patient's blood glucose was 800 mg/dl at the time of event and was treated with intravenous insulin. The patient was in hospital for more than 24 hours. No further information available.